Event description:
The customer reported that during use of this handpiece in oral surgery, it made a grinding noise and heated up. The user replaced the handpiece with an alternate and completed the procedure without injury or delay.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation and confirmed the reported problem. The evaluation found the collet bearing corroded and broken causing the collet to overheat. A review of conmed linvatec repair records shows the last repair for this unit was in 2005. The handpiece instruction manual provided with this drill recommends a service interval of every 12 months for this handpiece. The handpiece instruction manual warns the user of the following: overheating might occur if the instrument or accessory bearing are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The customer will be contacted with additional info regarding this product.